Event description:
Used omron blood pressure monitor and the results -pressure was very elevated. Contacted doctor and doctor asked to bring in the monitor so he can checked. The monitor registered blood pressure very high which is incorrect. The monitor the doctor used in his office registered normal, not elevated. Monitor that I bought omron defective registered incorrect results. FDA safety report ID# (B)(4).